Event description:
On (B)(6) 2012, dr. (B)(6) called. He said that he used gluma powergel before placing maxillary anterior crowns on a pt. He said that he thought he was careful to not get it on her, but that she has returned and she has swelling. He said she looks like (B)(4). He asked what we recommend for this. I explained that we recommend that the pt see her physician. He said that we must have something to recommend. I told him that we felt it best that the pt seek the advice of her physician as they would know her medical history. I told him that I wanted to document this as we like to track and follow up on the pt's condition. He said he had a pt in the chair and that he did not have time now. He asked that I email the questions to him and he would reply. I sent the email requesting details of incident and pt condition. On (B)(6) 2012, called office and spoke to receptionist. I asked if he was available. She said he was with a pt, but that she would have him call back. I asked her to let him know that I had sent the email and to ask if he had received it. She said she would check with him.

Manufacturer narrative:
As allowed by exemption# (B)(4), (B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803. We cannot rule out causality. Evaluation summary: for the directions for use state to, "protect mucous membranes from contact with this product using a rubber dam" the dentist stated that he thought he was careful to not get it on her, but that she was returned and she has swelling. If a rubberdam was used then this would have eliminated the possibility. According to the directions for use state it, "must not be used: if the necessary precautions cannot be taken." Directions for use warns, "this product or one of its components may in particular cases cause hypersensitivity reactions." Three phone calls and an email were sent to the dentist to attempt to get further information and the product back. The dentist was unresponsive. The reaction appears to be more fitting to a possible allergic reaction to the anesthetic; however we cannot confirm at this time as we do not know if any other products were used. Therefore, we have not been able to establish that the device caused or contributed to the event, we're reporting it out of caution to be in compliance with 21 cfr part 803. We cannot rule out causality.